Event description:
The customer stated, he was hospitalized for low blood glucose and the reading was 23 mg/dl. The customer stated that prior to the hospitalization, he treated his blood glucose based on the sensor glucose reading as opposed to the blood glucose reading. It was explained to the customer that he should never treat his blood glucose based on the sensor glucose reading. The customer also stated he was hospitalized on another occasion after he was in a car accident due to low blood glucose.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.